Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the "patient was having difficulty inflating and deflating his pump, because of the pump position in the patient's scrotum." The doctor "decided to move the patient's pump to the other side of the patient's scrotum, but to do that, he needed more pump tubing, and therefore, dr. (B)(6) decided to remove and replace the patient's ipp pump." The patient's outcome was "good." Additional information received states there were no patient complications or symptoms related to this event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the "patient was having difficulty inflating and deflating his pump, because of the pump position in the patient's scrotum." The doctor "decided to move the patient's pump to the other side of the patient's scrotum, but to do that, he needed more pump tubing, and therefore, dr. (B)(6) decided to remove and replace the patient's ipp pump." The patient's outcome was "good." Additional information received states there were no patient complications or symptoms related to this event.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and identified to fail the deflation test; however, device analysis is unable to confirm any relationship with the device malfunction and the reported events.